Event description:
It was reported that during an infusion set change the adhesive did not stick when the ilet user attempted to attach the site with the applicator, and the user later disclosed they had not been squeezing the applicator circles as instructed. The agent provided education, assisted with a new infusion set, the user resumed delivery, and two 2-packs of replacement insets were shipped. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem, characterized as an improper or incorrect method related to the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.